Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. Tip clamp position#12 was replaced and discarded tips were removed from tip eject area. Splld checking procedure and (B) (4) user software tested. All test passed. The instrument was tested without further problem and was returned to expected operation.